Event description:
Legal counsel for the patient reported that patient underwent a right m2a hip arthroplasty on (B)(6) 2006, and a left m2a hip arthroplasty sometime in 2007. Subsequently, the patient's right hip was revised due to pain, loosening of the acetabular cup, and metallosis. No revision procedure has occurred for the right hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.